Event description:
After successfully deploying a coronary artery stent in the pt's svg to the rca, the physician decided to attempt placement of another coronary artery stent at a site distal to the already deployed stent. The physician experienced an inability to clear the first stent with the stent delivery system of the second device, and, in response, retracted the protective sheath. The physician was still unable to pass the second coronary artery stent with delivery system through the already deployed stent and began to retract the second device. Upon withdrawal, the stent dislodged from the delivery balloon near the aortic arch. The physician believes that the stent embolized into the peripheral vasculature. Cerebral embolization was ruled out by flat plate films of the area. The pt was reported as having no neurological symptoms, and no treatment was necessary. No further complications relative to this procedure were reported.